Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 50mg/dl and treated with food. Customer indicated that the pump also alarmed a pump error in the middle of the night. Troubleshooting found that the pump passed the self test. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis. Customer was advised to monitor the pump and blood glucose and call back if any further issues.